Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one approved temporary deviation notice (dn) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An inventory manager reported that a dialyzer blood leak occurred 2 minutes into the patient¿s hemodialysis (hd) treatment. Upon follow up with the facility administrator, the blood leak was noted as being an external blood leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. It is unknown if the leak was visually observed. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction b5, h6 device component code, h6 clinical code. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred 2 minutes into the patient¿s hemodialysis (hd) treatment. Upon follow up with the facility administrator, the blood leak was noted as being an external blood leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. It is unknown if the leak was visually observed. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred 2 minutes into the patient¿s hemodialysis (hd) treatment. Upon follow up with the facility administrator, the blood leak was noted as being an external blood leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Event description:
An inventory manager reported that a dialyzer blood leak occurred 2 minutes into the patient¿s hemodialysis (hd) treatment. Upon follow up with the facility administrator, the blood leak was noted as being an external blood leak. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. It is unknown if the leak was visually observed. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, multiple damaged and misplaced fibers were found on the cavity ID end. A majority of the damaged fibers were grouped in one location; however, there was one broken fiber that extended horizontally across the polyurethane past the o-ring which would cause an external leak. There was no other damage or irregularities noted on the returned sample. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there was one other complaint reported against the lot. A production records review was performed on the reported lot. The production record review showed there was one approved temporary deviation notice (dc) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The probable causes for this failure occur are related to the handling of the fiber during the repair after the fiber bundle is inserted and when the cap is put back on incorrectly. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.